Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter displayed meter message ¿ does not test. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged meter message issue began on ¿(B)(6) 2015, 1 - 2pm.¿ the patient stated that he manages his diabetes by self-adjusting his insulin doses and denied taking any action in regards to his regular diabetes management routine as a result of the alleged issue. The patient stated that 1 hour¿ after the alleged issue began, she developed the symptoms of ¿dizziness and sweating.¿ the patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that this was the first time the patient had used the meter. During a retest the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/18/2015). The patient¿s meter and test strips have been returned on (B)(4) 2015 and evaluated by lifescan product analysis on (B)(4) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.